Manufacturer narrative:
It was reported by the manufacturer representative that the device was tested on another day. The system was checked and there was no defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the device was broken/defective. There was no patient impact.